Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of multiple autoimmune disorders including hashimoto, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿ xc in the jawline. 6 weeks later, patient experienced intermittent unilateral swelling in mandible area and now become bilateral. Patient was treated with antibiotics, steroids, 2 rounds of hylenex and abscess drained. Patient also was injected with juvéderm® voluma¿ xc in midface and juvéderm® volbella¿ xc in the lips with no reported adverse events. Patient has multiple autoimmune disorders including hashimoto and was diagnosed with parotiditis, deemed not device related. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00350 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2023-00370 (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm voluma® xc.